Event description:
A 5-yr-old child with acute leukemia received red blood cells collected with a rc filter and severe hemolysis was noted in the sample kept pre-transfusion and hemoglobinuria in the child post-transfusion. There was no adverse clinical outcome in this pt. Throughout the reaction the child did fine. The reaction was not noted until about 2 hrs after the red cells were transfused. The child has gone home with absolutely no further difficulties.